Event description:
It was reported that the pacemaker and this associated lead were explanted due to a pocket infection. No additional adverse patient effects were reported. The explanted products were not returned. A new system was subsequently implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).